Event description:
As per an affiliate, during a procedure, a 10x040 smart stent was described as "jumping". An additional smart stent was used. No other information was provided at this time.

Manufacturer narrative:
Complaint conclusion: as per an affiliate, during a procedure, a 10x040 smart stent was described as "jumping". An additional smart stent implanted proximal to the initial stent, about 1.5cm overlap with good wall apposition. No other information was provided. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' It is unknown if, as the IFU advises, the user advanced the stent delivery system past the lesion site and then pulled back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. The IFU also states to verify that the delivery system's radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion, to ensure that the introducer sheath does not move during deployment and remove the locking pin from handle. Then, initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. One non-sterile pkg assy 10x040 smart vas120cm was received coiled inside a plastic bag. Unit was deployed. Stent and locking pin were not received. No other discrepancies were found. The outer length was measured and found within specification. Although the stent was not received; functional test (deployment process) was performed and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. The failure reported by the customer could not be confirmed since no anomalies were found during dimensional and functional analyses. The cause of the failure could not be conclusively determined. The failure does not appear to be manufacturing related. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.